Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead was repaired due to an insulation issue.

Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a performance issue noted on the right atrial lead, and the right ventricular lead was repaired for an unknown reason. Both leads remain in use. No patient complications have been reported as a result of this event.